Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the end of the medtronic bumper sticker was burnt. The customer¿s blood glucose was 558 mg/dl at time of incident. The customer also reported that they had issue of no delivery. Advised the pump will need to be replaced. Advised customer to revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery or occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.